Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes for oversensing noise while the patient was stroking her dog. Previously, the smart pass feature was disabled for brady and low amplitude. A chest x-ray was performed and showed that the device had rotated anteriorly, and the electrode was suspected of dislodgement. Prior to opening, the physician pushed the pocket and pressed on the electrode to see if noise could be replicated, and noise was detected. The pocket was opened, and it was challenging to free up the electrode due to the patient large body habitus. The physician verified that the electrode was inserted correctly into the header visually and by a tug test. The system was explanted, and a new electrode was implanted with difficulty due to large body mass. While stitching the first layer, the vectors were checked, and the primary vector passed. The device was connected with difficulty as the electrode was quite short to get across the body mass. The patient then went into complete heart block and vectors could not be measured due to poor quality beats and small r-wave in all vectors. It was decided to abandon the case and implant a cardiac resynchronization therapy defibrillator (crt-d) at a later date. No additional adverse patient effects were reported. The device was return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, migration is a known inherent risk with use of this product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes for oversensing noise while the patient was stroking her dog. Previously, the smart pass feature was disabled for brady and low amplitude. A chest x-ray was performed and showed that the device had rotated anteriorly, and the electrode was suspected of dislodgement. Prior to opening, the physician pushed the pocket and pressed on the electrode to see if noise could be replicated, and noise was detected. The pocket was opened, and it was challenging to free up the electrode due to the patient large body habitus. The physician verified that the electrode was inserted correctly into the header visually and by a tug test. A new electrode was implanted with difficulty due to large body mass. While stitching the first layer, the vectors were checked, and the primary vector passed. The device was connected with difficulty as the electrode was quite short to get across the body mass. The patient then went into complete heart block and vectors could not be measured due to poor quality beats and small r-wave in all vectors. It was decided to abandon the case and implant a cardiac resynchronization therapy defibrillator (crt-d) at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes for oversensing noise while the patient was stroking her dog. Previously, the smart pass feature was disabled for brady and low amplitude. A chest x-ray was performed and showed that the device had rotated anteriorly, and the electrode was suspected of dislodgement. Prior to opening, the physician pushed the pocket and pressed on the electrode to see if noise could be replicated, and noise was detected. The pocket was opened, and it was challenging to free up the electrode due to the patient large body habitus. The physician verified that the electrode was inserted correctly into the header visually and by a tug test. A new electrode was implanted with difficulty due to large body mass. While stitching the first layer, the vectors were checked, and the primary vector passed. The device was connected with difficulty as the electrode was quite short to get across the body mass. The patient then went into complete heart block and vectors could not be measured due to poor quality beats and small r-wave in all vectors. It was decided to abandon the case and implant a cardiac resynchronization therapy defibrillator (crt-d) at a later date. No additional adverse patient effects were reported.